Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Further details surrounding the peritonitis is unknown.

Event description:
Additional information was obtained from the patient¿s peritoneal dialysis (pd) nurse. The patient¿s pd effluent culture confirmed growth of the organism staphylococcus epidermis. Reportedly, the patient had a repeat pd effluent culture 28 days later which also yielded growth of staphylococcus epidermis indicating the patient¿s peritonitis was recurrent. Per the nurse, the patient was treated with the antibiotic ancef (route, dose, frequency and duration unknown). The patient did not require hospitalization and is reported to be recovering. The exact cause of peritonitis was not reported. However, the nurse stated the patient did have difficulty connecting to a manual pd bag. To date, there have been no reported defects with any fresenius products in relation to the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set product issue caused or contributed to the event. The cause of the patient¿s peritonitis cannot be determined with the information currently available. However, the patient¿s pd effluent grew staphylococcus epidermis which is an organism commonly found on human skin and well-known source of peritonitis caused by touch contamination during the pd procedure. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange